Event description:
It was reported a physician attempted to perform a novasure endometrial ablation and had difficulty seating the disposable device. The novasure procedure was aborted and the physician decided to complete the procedure with a competitive device. A laparoscopy followed and a uterine perforation was visualized. On (B)(6) 2014, additional information was received. Risk management reported the "patient had a hysterectomy and was discharged the following day". Dilation and sounding with a metal sound (not hologic devices) were performed prior to the attempted novasure. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Concomitant product: serial number of the radio frequence controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).